Event description:
It was reported that a minimum fill notification occurred while customer attempted to load new cartridge with insulin. There was no adverse impact to the customer¿s blood glucose level. Customer cleaned pneumatic tap area on pump with alcohol wipe or lint-free cloth as instructed by technical support, reloaded same cartridge, and successfully loaded cartridge onto pump and resumed insulin delivery.